Event description:
The device worked for a little while but has not worked for approximately 3 years, so the patient does not use it. Additional information has been requested.

Manufacturer narrative:
Lead, model 3889-28, lot# v141293, implanted: (B)(6) 2009. (B)(4).